Manufacturer narrative:
Complaint communication was received providing partial reporter contact information. The device serial number was checked via our patient history database (sap) in order to attempt to gain further information. All efforts to obtain further good faith effort contact information have been exhausted. No further information is available.

Event description:
It was reported that high pacing lead impedance and high capture thresholds were observed via merlin transmissions. Lead imaging was discussed.